Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was indicated that surgical intervention was performed to resolve the event, but no further details are currently available. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to an infection. The physician subsequently explanted and replaced the system to resolve the event, and no additional adverse patient effects were reported. Recently, the explanted system was received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to an infection. The physician subsequently explanted and replaced the system to resolve the event, and no additional adverse patient effects were reported. Recently, the explanted system was received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), and d6b (explant date). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Infection is a known inherent risk of the use of this product.